Event description:
It was reported that the patient underwent a tlif with bilateral facetectomy using rhbmp-2/acs. Immediately post-op, the patient developed a low grade fever (tmax 103). Work up was negative. Wound, wbc and cultures were all within normal limits. Sed rate is elevated 86. There was no evidence of infection on imaging, although a small fluid collection was visible. The surgeon does not believe the fluid collection is the source of the fever, and is not concerned about it. The patient has been placed on antibiotics.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.